Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in israel. It was reported that patient faced infusion set product not adhering event on (B)(6) 2026 due to profuse sweat. No further information available.